Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 50mm; cat#542-11-50e; lot# 31900501, 6.5 cancellous bone screw 20mm; cat#2030-6520-1; lot#mhtr7v, 6.5 cancellous bone screw 20mm; cat#2030-6520-1; lot# mhtr7v, delta c-taper head 36mm +2.5; cat#18-3625; lot# 5049320,1 ti sleeve for alumina head; cat#17-0000e; lot# 1n50p6, accolade tmzf hip stem #3; cat#6020-0335; lot# 32093105. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage one revision was performed on patient's left hip due to infection. The entire construct consisting of a shell, 2 screws, a stem (all implanted (B)(6) 2010), and a sleeve, head and liner (implanted (B)(6) 2017) was explanted a spacer placed.